Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at the time. A call was placed to technical services on 08/16/2016 stating that this lead appears to be loss of v capture, follow by pvcs escape beat, which conducts retrograde to the a, then antegrade to the v. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)